Event description:
Consumer called to report pt meter is giving very "off" readings. Analysis on clark error grid using mean avg. Reading (158-2nd reading) as ref. Point vs. Bd readings of 313 yielded data points in the c zone of the grid, outside of acceptable limits.